Event description:
It was reported that a user experienced persistent hyperglycemia around 400¿420 mg/dl after a same-day infusion set supply change while using the ilet system, and the pattern was discussed as consistent with an infusion set delivery issue such as poor site location, scar tissue, or a bent cannula. Symptoms included elevated blood glucose. Outcomes included troubleshooting guidance, education on site-only change, placement of a new infusion site at a different location, and instructions to avoid food and allow the algorithm to correct, followed by a fingerstick recheck to confirm improvement. Investigation included telephone-based assessment, review of use conditions, guided site replacement, and monitoring recommendations. Investigation of this case revealed a probable infusion set delivery problem leading to hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion set or insertion-site issues rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.